Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive due to the customer falling. The customer's blood glucose level ranged from 137-211 mg/dl. Customer reverted to manual injections, insulin pen, and blood glucose meter for insulin therapy.